Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl. Customer stated that the insulin pump had calibration required alert. Customer state they were trying to enter a bolus using the bolus wizard but did not allow them to go over 600. Customer stated that the insulin pump was not working. Customer stated that they were treating with manually. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.